Manufacturer narrative:
The reported ¿loss of efficacy¿ was not able to be confirmed. Visual inspection of the returned 90cm lead a found it was cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. As received each segment had been damaged (see images), this damage was consistent with the explant procedure; as such further testing was not preformed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2020-32356, 1627487-2020-32358, 1627487-2020-32359. It was reported that the patient was experiencing ineffective therapy. Reprogramming was attempted with no success. In turn, surgical intervention was undertaken wherein the system was explanted.